Event description:
Pt's pdm read "high" (>500 mg/dl) so he went to the hosp to help bring down his bg. He was treated with insulin and the pod was left on. Pt's bg was lowered to 180 mg/dl and was released. Later that day, his bg began to rise again when he was not given insulin via manual injections. He was at school still wearing the same pod from earlier. His mom stated she was going to remove the pod. The pod is not expected to return for eval.

Manufacturer narrative:
The pod was returned for eval - we are unable to confirm if any malfunction occurred that may have caused or contributed to the pt's condition. Lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. The user guide also warns, "...if you experience unexpected elevated blood glucose levels, change your pod."